Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the device exhibited oversensing on the right ventricular channel due to myopotentials. Reprogramming was performed. The device remained implanted. No patient symptoms were reported.